Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 230 mg/dl (aviva) and 105 mg/dl (compact plus) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the compact plus system. Reference medwatch report with (B)(4) for the aviva system.

Event description:
Guide tip, radiolucent tip of pic line became dislodged, disconnected from PICC wire and was stuck in pt. Tip had to be extracted by (B)(6).